Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the lad. No abnormalities were reported in relation to the anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during the delivery. It was reported that the stent deformation in vivo during positioning occurred during advancement. The physician completed the procedure. The procedure was completed with a non-medtronic device. Patient status post procedure is alive with no injury reported. The physician believes that the event was due to the use of the device in a difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information it was reported that while advancing the stent through the lesion, excessive force was used, and shaft deformation occurred. By applied little more force it was broken outside of the connector. Image review: images capture successful treatment of the proximal lad with unidentified balloon and stent devices. There were no images capturing the attempted delivery, subsequent stent deformation and withdrawal of the resolute integrity device. The images also captured multiple treatments of the circumflex artery with unidentified devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned with sheath and stylette attached. Kink was evident on the hypotube 7cm proximal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent struts or wraps. No deformation was evident to the distal tip . The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. The device returned with a detachment on the hypotube 11.3cm distal to the strain relief .the hypotube material was oval and jagged on both sides of the detachment site. If information is provided in the future, a supplemental report will be issued.